Event description:
A customer reported that during a procedure, the vitrectomy cutter would not cut despite successful prime of the system and probe. They tried to reprime two times, but this did not resolve the issue. The case could not be completed. There was no harm to the patient, however, the patient will undergo a secondary procedure to complete the case.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. System was manufactured on december 11, 2012. Based on qa assessment, the product met specifications at the time of release. The system met specifications. Therefore the root cause of the reported probe performance issue cannot be determined conclusively. The root cause of the reported altered treatment plan cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).